Manufacturer narrative:
Please note that the initial MFR report indicated that the device was not available for return due to the hospital discarded the device; however, the indigo system aspiration catheter 8 was returned on 17-mar-2021. Evaluation of the returned cat8 revealed that the catheter was stretched. If the cat8 is forcefully retracted against resistance, damage such as stretching may occur. Further evaluation of the returned cat8 revealed ovalization on the proximal shaft. This damage was incidental to the reported complaint and likely occurred during packaging for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian and brachial artery using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, the physician made one pass in the target location using the cat8. Subsequently, when the physician removed the cat8 for flushing, the physician found the cat8 was damaged at the distal end. Therefore, the cat8 was not used for the remainder of the procedure. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.